Manufacturer narrative:
(B)(4).

Event description:
It was reported that dressing was not sticking and fell off. There was no injury to the patient.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file does not contain further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.